Event description:
As a consumer, I purchased these vented chest seals for my personal trauma/first aid kit via walmart's website. The carton indicates the product has "directional three-channel vents" and on the back of the carton, "one-way valve: allows one-way airflow from the chest cavity". The product is actually a piece of adhesive film with three small through-holes cut through the film. There is no evidence of the one-way valve needed to vent a puncture wound to the chest. As such, the device does not function to meet its intended use. You assistance in having this dangerous product removed from the market would be appreciated.